Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the lens cap came off of the 7mm extended length endoscope. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned for investigation. Note: the hospital was unable to provide the exact event date.

Manufacturer narrative:
Investigation: the endoscope was returned to the factory for evaluation. It showed signs of usage. There was no evidence of blood on the device. A visual inspection determined that the threads in the lens cap were damaged, preventing the cap from screwing onto the scope's metal threads. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).